Manufacturer narrative:
Age at time of event: patient is 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal end of the left circumflex artery. A 16 x 2.25mm promus premier drug-eluting stent was advanced to treat the lesion. However, the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.